Event description:
A malfunction in the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery while expressing interest in obtaining an out-of-warranty loaner pump.